Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. An x-ray was performed with no anomalies present. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgment.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged during a post-operative check one day after it was implanted. The dislodgement was confirmed on x-ray. It was noted that the sensing had decreased, and there was total loss of capture at max output. Impedances were stable, and there was no asystole. They were unable to reposition the existing lead, thus the lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.